Manufacturer narrative:
No conclusion code available; failure event observed during analysis. A partial lead was returned in one piece measuring 13.0 / 14.5 / 17.0 cm. Final analysis found full breach outer insulation degradation noted at 4.5 cm from the connector boot region.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned in one piece measuring 13.0 / 14.5 / 17.0 cm. Final analysis found full breach outer insulation degradation noted at 4.5 cm from the connector boot region.